Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle with slip-tip hub configuration separated from the syringe during use while administering an "oily" product. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle disconnects from the syringe when administering oily product."

Manufacturer narrative:
Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The complaint could not be confirmed and a root cause was undetermined.

Event description:
It was reported that the bd eclipse¿ needle with slip-tip hub configuration separated from the syringe during use while administering an "oily" product. The following information was provided by the initial reporter, translated from french to english: "the needle disconnects from the syringe when administering oily product."